Manufacturer narrative:
During follow-up, the patient said he noticed no defect or malfunction with the m10 product, and did not know the lot number of the units he was using at the time of the infection.

Event description:
Intermittent catheter patient (user) said he acquired a urinary tract infection (uti) concurrent with catheter use and was treated by the ER doctor. During follow-up, the patient said the doctor called the infection a "routine uti", and the patient was prescribed an antibiotic in the emergency room, treated, and released. The patient finished the course of antibiotic and recovered fully.